Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 07/01/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was intact without peeling or visible damage. All of the keypad buttons responded appropriately when pressed. The keypad was removed for investigation revealing contamination under all the button contacts.